Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. The blood glucose reading was 900 mg/dl. It was stated that the customer woke up vomiting the day before and his glucose reading was 116 mg/dl. It was stated that the customer was vomiting through the day and evening and then he was hospitalized. Troubleshooting was performed. The programming on the insulin pump was correct. It was stated that the customer has been treated with insulin drip. It was stated that the customer went back on the insulin pump, but his glucose level rose to 450 mg/dl. Then the insulin pump was removed from him and placed again on insulin drip. Ran a fixed prime test and the insulin exited. It was stated that the customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.